Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experience hypoglycemia. Customer's blood glucose level was 50 mg/dl. Customer stated that they inserted the sensor and was able to remove the needle but the sensor was not inserted in the skin and sensor cannula was bent. The devices will not be returned for analysis.